Event description:
It was reported that there was a power source alert. No information was provided regarding the impact on the customer's blood glucose level. The issue resolved itself before the customer made contact.